Manufacturer narrative:
Data received 07/30/2015 by manufacturer and upon completion of device analysis (device received 08/12/2015): remaining 11 beads of device laparoscopically explanted (B)(6) 2015 by dr (B)(6). The device was in the correct location/geometry at time of explant. Patient condition reported as "fine". Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Patient returned to hospital (B)(6) 2015 with dysphagia. Endoscopy completed (B)(6) 2015 revealed beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of one bead of the linx device occurred (B)(6) 2015. Only one bead was found visible in the esophagus. Patient is reported as well.

Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia, leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti reflux procedure and linx device implantation reported as (B)(6) 2014. Pt returned to hosp (B)(6) 2015 with dysphagia. Endoscopy completed (B)(6) 2015 revealed beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of one bead of the linx device occurred (B)(6)2015. Only one bead was found visible in the esophagus. Pt is reported as well.

Manufacturer narrative:
On (B)(6) 2015: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Length testing and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.